Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that distal end received physical stress such as hitting or dropping, then the phenomenon occurred.

Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to physical stress. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on june 30, 2021, it was found that there was a crack on the distal end cover. There was no report of patient injury associated with the event.